Event description:
It was reported that during femoral shaft fracture surgery, surgeon was drilling k-wire into femoral head. K-wire broke off in the femoral head. Sales rep indicated that three wires were utilized and it is not clear which wire broke off.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.